Event description:
A dissection occurred during implantation of a 3.0mm diameter x 22mm length resolute integrity (rx) drug eluting stent in the mid rca of a patient and another brand stent was used to treat the dissection. No further complications were reported.

Manufacturer narrative:
Results: inherent risk of procedure (dissection). (B)(4).